Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Additional information was received confirming the red alert was still being generated for this system due to low out-of-range (oor) pacing lead impedance (pli) measurements. Efforts to obtain additional product issue details were unsuccessful. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information via the patient's remote monitoring system that this implantable cardioverter defibrillator (ICD) along with a competitor's right ventricular (rv) lead exhibited low out-of-range (oor) pacing lead impedance (pli) measurement. The cause of low pli was not determined. At this time, the system remains in service. No adverse patient effects were reported.